Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, for the printed circuit board crystallized, most probable cause of the complaint was not established. And for the image becomes blurred, indistinct or noisy, most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subjected device exhibited image becomes blurred, indistinct or noisy and printed circuit board crystallized. There was no patient involvement.